Event description:
During preparation for use of the device for a demonstration, the system did not function as expected. When the pump was unplugged and the system switched to battery power, each device began to respond in unusual ways. Intermittent power was displayed, audible alarms were heard, and unusual messages and icons were displayed demonstrating some sort of problem. Since the event occurred during a demonstration of the device, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.